Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Health care provider reported that the customer experienced severe low blood glucose causing disorientation due to needing settings adjustments. Low bg was addressed by consuming carbohydrates and glucose tablets. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.